Event description:
Surgeon was using a bugbee for fulguration during the case. While he was using the bugbee he looked to his left where the cord was draped over the patient's leg and the cord had snapped into two pieces and there was a burn mark on the drapes. It was immediately removed from the patient and disconnected from the patient. A new cord was obtained, and the case finished.